Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A functional test was attempted but was unable to run on the global communication tool, therefore, a data log could not be downloaded. Due to the condition of the device, the reported event of an error icon display was not confirmed. A root cause could not be determined.